Event description:
It was reported that a pt sustained hypopigmentation after treatment with an ultrapulse encore laser.

Manufacturer narrative:
An evaluation of the reported treatment settings by a lumenis medical subject matter expert concluded that the settings employed by the facility were out of the range recommended by device labeling. An examination of the subject device by a lumenis technical specialist concluded that the device performed within manufacturer specifications and there was no reported device malfunction.